Event description:
The provider states the three pairs of front rigging will not fit on the chairs. He states on order number (B)(4), all three will attach ok, but one side rests up against the frame of the chair.